Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose levels between 186-218 (mg/dl). The customer was able to clear their previous occlusion by changing their infusion site. Troubleshooting was initiated with tandem technical support; however, the customer declined to complete the process.